Event description:
IV room pharmacy technician discovered an insect interwoven into the fabric of sterile gown. We sequestered all sterile gowns in this lot and will be sending back to the company. We reported this issue to the distributor ((B)(4)) and manufacturer (contec). FDA safety report ID #: (B)(4).